Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: two used decontaminated clips. The investigation was carried out visually using a digital microscope. The device quality and manufacturing history records have been checked for the available lot number. The device history file has been checked and found to be according to specifications valid at the time of production. Based on the information available as well as a result of the investigation the root cause of the failure is most probably user related. A CAPA is not necessary.

Event description:
Country of complaint: (B)(6). In the operation of cholecystectomy, 1x pl462su was fixed on the cystic duct and 3xpl462su were fixed on the artery of gallbladder (2 clips for the central and 1 clip for the tip). After passing few days after this operation, the surgeon confirmed the intra-abdominal hemorrhage. In this situation, the revision was performed and confirmed that 2 of 3 clips fixed on the artery of gallbladder were loosed. Once checking the loosed clips, the surgeon found that the tips of the clips were surely closed but the bases of the clips were opened.(not closed completely). Therefore, the surgeon is mentioning that the clips were not closed properly because the handle of the applier was not grasped completely. All med watch submissions related to this report are: 9610612-2017-00396.